Event description:
Pt underweeent orif right humerus with iliaac crest bone graft for non-union of fracture sustaineed three years prior in california and treated non-operatively at that time.post operatively, she developeeed a mild radial nerve palsy which was treated with physical therapy. Follow-up radiographs revealed baacking out in four of the screws used in fixation. It is believed that the pt was asymptomatic at this time and the malfunction was revealed by x-ray.on 1/26/94 the pt underwent surgery for removal of screws and orif. The four distal screws were loose and three of the four screws were out of the plate and bone. The useer facility believed that an alternative method was employed for fixation but did not know the details..